Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The blood glucose level was 261 mg/dl. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6005493 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: functional test air leak according to wi version 2 on reference samples, 05/05 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow and leak due to the samples were used in a special investigation a batch record review was conducted resulting in the following: packaging: the lot 6005493 was packaging according to the wi version 110, in the machine inset 6, on 13/feb/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4b00810 was packaging according to the wi version 60, in the machine sc01, on 13/feb/2024, with a total of (B)(4) units. The lot 4a01589 was packaging according to the wi version 59, in the machine sc02, on 14/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 11-jun-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6005493 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.